Event description:
Vns pt had generator replacement due reproted generator "flipping" and pain. Treating neurologist indicated that device malfunction was not suspected, however, a manufacturer's rep was present for the replacement surgery and reported that the device failed device diagnostics. Exact details of diagnostics results are unk but potential malfunction is suspected. Only the generator was replaced. Investigation to date has not been able to determine the cause of the failed diagnostics and if the generator flipping had contributed to the reported diagnostic results. Review of manufacturing records for the pulse generator revealed no anomalies that would adversely effect device performance.

Event description:
Further follow-up revealed that device diagnostic tesing of replacement generator connected to original lead was within normal limits, indicating proper device function of vns therapy system following generator replacement surgery. Treating physician indicated that the "failed device diagnostics" was because the programming system was "unable to pick up data" from the generator, indicating probable generator battery end of life. Based on known device settings, normal end of battery life is the most probable cause of th einability to communicate with the patient's explanted generator. Analysis of the explanted pulse generator revealed that the generator battery had, in fact, reached end of life. No anomalies that would adversely affect device performance via visual inspection or electrical testing. Generator malfunction has not been alleged and is not indicated based on available data. The cause of the device migration has not been ascertained, but is not believed to be related to device malfunction.